Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to blood glucose (bg) level of less than 40 mg/dl and loss of consciousness; cause was not known. Customer administered glucagon injection and was treated with intravenous fluids of saline. At the time of the report with tandem technical support (cts) the customer was still admitted to the hospital. Multiple contact attempts were made by cts to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.